Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comments that the unit was unable to interrogate and it was further noted that it appeared to start to interrogate but then returned to the "select model" screen. The hard drive was reconfigured and the software reloaded and updated to resolve. It was also noted that the power supply was noisy, the display dropped, the latch tabs on the power cord bay were broken, the system fan was noisy and the stylus was missing. All found defective parts were replaced and the new stylus was calibrated to the touch screen. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate a device. It was noted that the software upgrade was attempted through the software distribution network (sdn); however, the programmer was already updated with the latest software. Therefore, it was unknown why the device could not be interrogated. The programmer has been returned for repair. No patient complications have been reported as a result of this event.